Event description:
The dealer stated to tech services that the unit has borderline low o2 levels. The dealer stated no yellow light alarm.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.